Event description:
It was reported that medfusion flange clip is chipped and giving check syringe plunger sensor error. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Part of the flange ear clip was broken off. The q1 sensor was broken loose from the plunger pcb. Was glued down but knocked loose from case. The cause of the reported problem was traced to the customer induced on broken ear clip. Replaced ear clip and plunger pcb. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Additional information: a review of the event history log identified there was plunger errors in history.check syringe plunger sensor.